Manufacturer narrative:
In the previous procedure that the user facility used the pyoktanin aqueous solution, the user facility used this device for the colonoscopy. This device had been reprocessed using a non-olympus automated endoscope reprocessor model endoclens-d. The user facility thought that the reported event occurred due to weak water pressure at endoclens-d and asked the manufacturer (johnson and johnson) to inspect. As a result of inspection by johnson and johnson, there was no problem in the water pressure of endoclens-d. Also, the user facility reported that there was no irregularity during the pre-cleaning carried out before the reported event occurred. The subject device was returned to omsc for evaluation. During the evaluation, the following irregularity was confirmed, but the causal relation with the reported event is unknown. Also, omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. Scratches such as interference with the endotherapy accessories were confirmed in the instrument channel on the bending section. Blue foreign matter on the surface of the bending rubber. In the vicinity of the distal end inside the auxiliary water channel, the inner surface is partially blue.

Event description:
Olympus medical systems corp. (Omsc) was informed that the disinfectant solution (pyoktanin aqueous solution) used in the previous procedure came out from the instrument channel outlet of the distal end of the subject device and dropped into the patient during the diagnostic procedure using this device. There was no patient injury associated with this report.